Event description:
A pt lost an excess of 3.9 kg. Of fluid during a dialysis treatment. The machine passed the recommended pretreatment testing. Thirty minutes into the treatment the blood in the extracorporeal circuit appeared dark. The venous and tmp pressures rose to the high end of the monitors and alarmed. The facility stated the tmp limits were set at +/-50mmhg. The pt was asymptomatic. The treatment was discontinued without returning the pt's blood and the blood was recirculated in the extracorporeal circuit. The blood clotted and was discarded (approx 230ml). A new dialyzer was prepared and the treatment restarted. The blood still appeared dark, therefore access recirculation was suspected. A new needle was placed and the treatment continued. The blood again appeared dark, the tmp and venous pressures alarmed. The pt was hypotensive, normal saline given and the treatment discontinued.